Event description:
Acct reports during resuscitation xl and then again in the ER, the port separated from the set. States it occurred following injection of medication. When withdrawing the needle of the prefilled syringe, the port pulled. Delayed the treatment of the pt and opened the port to infection due to having change out the set. Per written report: "upon extracting the needle of a prefilled syringe from the IV extension set injection site, the injection port pulled free from the tubing. This created an open, free flowing breech in the tubing which caused a delay in fluid and drug resuscitation and posed a contamination/infection risk. This occurred twice, once during transport, and the second instance during continued resuscitation at the emergency dept.